Event description:
Customer states the use by date on the comfort curve test strips vial label 2010; MFR's documentation confirmed the actual use by date to be 2010. No adverse event reported. Expiration date confirmation attached. Requested return of product, replacement sent.